Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient's parent reported they received a warning letter in reference to people who have a narrow jaw and the parent's daughter, who is the patient, has this and they do not feel safe moving forward.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.